Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed. Upon review, one beat was undersensed in onset and three beats were undersensed during charge. The rhythm appeared to be big-small and the undersensed beats were a result of a small beat occurring after a large beat. The dropped beats were confirmed not to affect the time to charge or time to deliver therapy appropriately. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
Boston scientific received information that the patient was found unconscious due to ventricular fibrillation. The device was interrogated and review of the arrhythmia logbook, showed polymorphic arrhythmia with large r-waves immediately followed by small r-waves. Boston scientific technical services (ts) was contacted to review strips from the arrhythmia logbook. A ts representative reviewed the data and discussed that the device appeared to be operating as programmed, but there were some undersensed r-waves that led to the device diverting a high energy shock. The next episode was declared six minutes later with good sensing but delayed initial detection. The first attempt to deliver a shock was again diverted but the second attempt delivered a high energy shock which converted the patient's arrhythmia. A ts representative provided troubleshooting on what programming would be best to optimize therapy for this patient's condition. The device was reprogrammed to increase the sensitivity and lowered the rate cutoff zone. The patient is now in good condition with no other adverse effects being reported. Device remains implanted in the patient.